Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had broken battery tube threads, a missing end cap sticker, a cracked reservoir tube lip, a cracked case at the display window corner and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer stated that she was admitted to the hospital twice for high blood glucose readings. The customer stated that her first blood glucose reading at the hospital was 400 mg/dl while the second visit was 518 mg/dl. The customer was treated for her high blood glucose readings with a pen and insulin. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.